Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged or dislocated. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was in good condition which are consistent with the findings when the device was observed under magnification. No other problems with the device were noted. The reported event was not confirmed. The product analysis revealed that the device did not have any visual issue or damage, the device was submitted to a visual and microscope inspection and did not show evidence of any defect that could have contributed to the reported event. Based on all gathered information, the complaint will be documented as "no problem detected". A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the ultratome xl fractured. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 during the procedure, the cutting wire of the ultratome xl fractured. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.